Event description:
Per the clinic, the patient experienced a skin breakdown over the magnet site and was subsequently placed on a 2 weeks course of topical antibiotics (specific date not reported).

Manufacturer narrative:
This report is submitted on march 14, 2024.